Event description:
Customer reported the connector was coming loose from the top of the tube during pt use. The customer reported that extubation and reintubation of a replacement tube was required. Covidien is attempting to gather further info surrounding the circumstances of the event and/or pt's pre-existing medical condition.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.